Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -13.0/+2.0/088 into the patient's right eye (od) on (B)(6) 2024. The lens was exchanged on (B)(6) 2024 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.